Event description:
It was reported that a plum set experienced a leak when staff was using the tubing with 0.9% normal saline to vent. When no leaking was found, they started administrating the targeted chemotherapy (tdm1) at the rate of 539ml/hr. After around 100ml, they noticed the floor was wet and checked the tube again, seeing small bubbles leaking from the midsection of the abbott set. After informing the attending doctor, the medicine was reformulated and the tube was replaced to finish the treatment. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.